Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. At the time of the report, the patient was in the hospital. There was no information regarding treatment. The patient outcome was unknown. Pd therapy was discontinued eight days after the event onset. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. B5: upon follow up, the patient was hospitalized on the day of peritonitis and was treated with vancomycin (intraperitoneal, 60mg, 4 times, or 8 days then discontinued), cefotaxime (intravenous, 1gm, for 2 days then discontinued). The patient was discharged from the hospital after 19 days from the onset of peritonitis. At the time of this report the patient recovered from the events. H11: should additional relevant information become available, a supplemental report will be submitted.